Manufacturer narrative:
Additional information: on october 27, 2021, mentor became aware that the complaint device reported herein was manufactured in the netherlands. Mentor medical systems b.v, located in the netherlands, is a foreign manufacturer of medical devices that are not cleared or approved for sale in the us. It is a separate legal entity from mentor texas. Per 21 cfr 803.58 and "medical device reporting for manufacturers" (FDA guidance document issued on november 8, 2016), we are ¿[not] required to submit MDR reports for events occurring in other countries for a device that is manufactured in a foreign country and that is not cleared or approved for marketing in the us. However, if [mentor becomes] aware of information that reasonably suggests a device has malfunctioned and that a similar device that [is] marketed in the us would be likely to cause or contribute to a death or serious injury if the malfunction were to recur, then [mentor] should report the device malfunction that occurred outside the us." Mentor medical systems b.v. Devices do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Since mentor medical systems b.v. Do not market any devices in the us, manufacture & market all their devices outside the us, have never held FDA approval nor clearance for any of their products, and do not meet the criteria for reporting as a same or similar device, their devices do not meet the criteria for MDR reportability. As a result, no further supplemental reporting will be done for this event. Manufacturer site fax (B)(4). Manufacturer site phone (B)(4). Manufacturer contact phone number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: local reaction, cap con unknown grade, impaired healing. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old (B)(6) female who underwent a breast augmentation revision with an unknown mentor silicone breast implant experienced bilateral capsular contracture unknown grade, local reactions, and left-sided impaired healing post procedure. The patient noticed implants getting hard and itchy and kept on scratching and it developed a bruised and red scratch that developed into an 8-month-old open wound. The md discovered intra operatively a lot of thick fluid coming out of breast pocket. As a result, patient underwent bilateral removal without replacements on (B)(6) 2021. This report relates to the left prosthesis.